Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had hematoma. A pocket evacuation was performed, and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had hematoma. A pocket evacuation was performed, and the device remains in service. No additional adverse patient effects were reported. Additional information indicates that the patient is feeling tightness, pain, and swelling. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had hematoma. A pocket evacuation was performed, and the device remains in service. No additional adverse patient effects were reported. Additional information indicates that the patient is feeling tightness, pain, and swelling. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field f10: impact codes and h6: impact codes.